Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device would not drive the disposable. It was noted that the black cord in the back was not tight enough. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.